Event description:
It was reported an occlusion alarm occurred and the luer lock connection was loose. Customer's blood glucose was ¿high¿; although a specific value was not given. The customer addressed their bg and issue with a tightening the connection and resuming insulin delivery. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.